Event description:
The customer contact reported the device touchscreen did not respond when pressed. There was no patient involvement and no reports of any adverse patient events or delay of critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed. The probable cause was due to a broken touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.